Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump alarmed motor error during prime. The device was not exposed to a high magnetic filed. Customer was able to fill manually. Customer performed a fill cannula and the device did not alarm. Alarm only occurred once in the past month. No other alarm occurred. Customer's blood glucose was unknown. No further information reported.